Event description:
It was reported that the patient had one resolute integrity drug-eluting stent implanted in the lcx as treatment for chest pain. Approximately 4 months post stent implantation the patient suffered an mi . Approximately 5 months post stent implantation, the patient suffered an mi. The patient was treated with IV furosemide and gtn.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.